Manufacturer narrative:
Before testing the pt sample, the customer performed flow cell maintenance to the instrument, then calibrated the instrument and ran qc. Based on available info, qc results recovered low, but were not flagged as the sd was set at 0.8 instead of 0.08. Qc ranges set too wide is a root cause for this event.

Event description:
A customer contacted beckman coulter regarding false low potasium (k) result generated by the synchron lx20pro instrument. The customer indicated that k result of 2.3meq/l was reported out of the lab. The physician questioned the k result. The customer recalibrated the instrument for electrolytes, reran qc and then re-tested the pt sample to k. The repeated k result was 3.2meq/l. In addition, the pt sample was tested for k on another instrument in their lab. The k result obtained from another instrument was 3.2meq/l. A corrected report has been issued. Based on available info, the erroneous k result was retrieved from the pt chart and the corrected report was substituted. Treatment was not affected as a result of this event.